Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported for the event. The customer stated that she had bolused for her meal, not knowing how many carbohydrates, she had consumed. The customer felt that the insulin pump was working fine and declined troubleshooting. The customer felt that her settings may need to be adjusted.